Manufacturer narrative:
D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient sustained a rib fracture during their mr examination of the breast.

Manufacturer narrative:
H3: ge healthcare's investigation has been completed. No issues were identified and the mr scanner appeared to be functioning according to specification when checked by the local service engineer. The patient was positioned feet-first prone on the breast coil and as soon as the patient entered the magnet, they felt discomfort and asked to be removed from the equipment. It appears that the technologist was not careful to make sure that the patient would fit comfortably inside the magnet bore. The patient also had a history of fractures due to a pre-existing medical condition that likely contributed to the injury. The mr safety guide cautions the user to watch carefully for pinch points as the table moves and to stop advancing the table if the patient or any part of the coil comes into contact with the bore. No further actions are planned by gehc.